Manufacturer narrative:
The device was manufactured between 16feb2016 and 17feb2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor under infused. During infusion with an unspecified amount of 5fu diluted with an unspecified volume of 0.9% sodium chloride (nacl), ¿the infusion was lower than expected¿ (not further specified). There was no patient injury or medical intervention associated with this event. No additional information is available.